Event description:
The event is reported as: the device appeared to have smoke at the expiratory wire. The expiratory wire was noticeably melted at the juncture of the cuff. No pt injury reported.

Manufacturer narrative:
The defective product has been rec'd but investigation report is incomplete at the time of this report. A follow-up investigation report will be sent when completed.